Event description:
During attempted implant, loss of capture and loss of sensing was observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of loss of capture and loss of sensing were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.